Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy effluent. The breach in aseptic technique was reported as "possible extension set likely due to shorter time between new extension and peritonitis" or "bowel care and using hand sanitizer after handling phone during drain time", possible due to cross contamination. There was no information regarding hospitalization, treatment, patient outcome and action taken with pd therapy. There was no information regarding retraining aseptic technique. No additional information is available.